Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during a pre-use check, a pump was unable to recognize the cassette. No patient injury was reported.